Event description:
It was reported that the shock impedance was 137 ohms at implant approximately six years ago. Recently, during a pulse generator replacement procedure, the shock impedance was 180 ohms. The physician explanted and replaced the electrode along with the pulse generator. The new electrode was placed in a different position to get better impedances. There were no observations of improper function during the implant time of the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was returned in two pieces. The two pieces were thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. The setscrew marks were in the correct location on the terminal pin. Resistance tests per piece were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was 137 ohms at implant approximately six years ago. Recently, during a pulse generator replacement procedure, the shock impedance was 180 ohms. The physician explanted and replaced the electrode along with the pulse generator. The new electrode was placed in a different position to get better impedances. There were no observations of improper function during the implant time of the electrode. There were no additional adverse patient effects.